Event description:
It was reported that a model 1007 thumper was being used on a pt in a hospital setting when the pt fell out of the bed. The thumper also fell from the bed resulting in a broken oxygen connector. The pt was not revived.

Manufacturer narrative:
The unit and the incident were evaluated by our distributor. The conclusion was that the device was damaged due to improper use and handling of the pt. The thumper was being used to perform CPR without the pt being properly restrained. No backboard was being used contrary to operating instructions. After 10 minutes the pt fell out of the bed and then the thumper fell to the floor breaking off the oxygen input connector. It was the opinion of the head nurse that the incident did not contribute to the death of the pt. Manual CPR was continued. Distributor was directed to re-train the user in proper technique for use of the thumper and provide proof that the training has been completed. The unit was repaired in taiwan and returned to the customer.